Event description:
It was reported that the roller clamp of a solution administration, dehp free with three way stopcock, set had broken. The reported condition occurred during infusion on a patient and caused an uncontrolled flow. However, there is no report of adverse event reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. A visual inspection revealed that the clamp had the roller missing. Furthermore, the clamp was found to be damaged. However, the cause for this issue could not be identified. A batch review was performed and no issues or aberrancies were noted during the manufacturing of this lot. If additional relevant information becomes available, a follow up report will be submitted.